Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, the device did not cut the tissue, but stapled. A circular stapler was used to complete the procedure. There were no adverse consequences for the patient reported.